Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer changed the reservoir yesterday and it would not respond. Customer stated that their blood glucose level was 400 mg/dl and 500 gm/dl. Customer had sensor issues, which she fixed herself. Customer took the battery out and was getting calibration errors. Customer stated that she was in the hospital every other day in november and every other day in december. Customer's current blood glucose level was 281 mg/dl. Customer was thirsty and had nausea and a headache. Customer was hospitalized on (B)(6) 2014 with a blood glucose level of 586 mg/dl. Customer was close to diabetic ketoacidosis and placed on a saline drip. Customer was wearing the pump at the time of hospitalization. Customer will be sent a tubing clamp. Customer stated that she had been lots of steroids and her sugar had not come down. Customer stopped taking the steroids in the middle of december. Customer never received an alarm to change the battery. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip and cracked case near the display window corners were noted during the visual inspection.